Manufacturer narrative:
(B)(4). Cat# 010000865 lot# 6687401 g7 neutral e1 liner 40mm g. Cat# 010001035 lot# 6758487 cocr fem hd 40mm type 1 std. Cat# 010000706 lot# 6943834 g7 bonemaster ltd acet shl 58g. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was underwent a left hip revision approximately two years post-implantation due to complaint of an internally rotated leg and the stem being too anteverted. The stem, head, and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations couldn¿t not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left total hip arthroplasty with cement fixation of the acetabular cup. No fracture. No radiolucency. Position of the left total hip arthroplasty appears to be appropriate. No signs of loosening. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.